Event description:
During a remote follow-up, increased defibrillation impedance was observed on the right ventricular (rv) lead. The suspected cause of the event is due to lead damage. No intervention has been performed. The patient was stable and will continue to be monitored.